Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Concomitant medical products: tendril sts lead, durata sts optim active fixation lead, and quartet lead.

Event description:
Related manufacturer reference number: 2017865-2019-06693, 2017865-2019-06695, and 2017865-2019-06696. It was reported that the patient presented in clinic on (B)(6) 2019 with opened implantable cardioverter defibrillator site. The device header and leads were exposed. The patient stated that the site opened shortly after device replacement procedure. The patient received antibiotics. The whole system was explanted.

Event description:
New information received noted that the system was explanted on april 29, 2019. The patient was stable after the procedure.